Manufacturer narrative:
The visual inspection revealed no physical damage to the unit. The programmer exhibited normal visual characteristics. The unit was plugged in to an external power source and didn¿t power up. The power-up anomaly was verified as the event could be reproduced. The reported event of sparking was not reproduced. Troubleshooting revealed the power supply unit (psu) as the root-cause for this issue and was resolved by replacing the psu.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the merlin programmer was found to have a short circuit in the power button which caused the button to spark when turned on. No patient was involved and the user did not experience any adverse events due to the reported sparking.